Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery, surgeon determined that acetabular grater item numbers: 244000552 (x 2), 244000553 (x 2), 244000554 (x 2), 244000555 (x 2), 244000556 (x 2), 244000557 (x 2) and 244000558 (x 2) had become dull, and were no longer sharp and no longer functional. The complained items above were discarded. The items all require replacement.

Manufacturer narrative:
Product complaint #: investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.